Event description:
Related manufacturer report number: 2916596-2022-14922.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarms was confirmed via the log file analysis; however, the reported event of damage to the patient cable of the mobile power unit was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis and no images were submitted; however, a log file was submitted for review and showed events spanning approximately 3 days (16oct2022 ¿ 18oct2022 per timestamp). A no external power event was active in the beginning of the file on 16oct2022 from 16:17:35 ¿ 16:17:49. The start of event was not captured in the log file; therefore, the cause is of the event is unknown. A loss of external power event that was associated with low power hazard and power cable disconnect alarms was active on 17oct2022 from 18:30:39 ¿ 18:30:43. This event appears to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The bus and rsoc voltage dropped to ~2.6v before power was restored to the system controller. Additionally, a loss of external power event that was associated with low power hazard, power cable disconnect and no external power alarms was active on 18oct2022 from 01:53:55 ¿ 01:53:57. This event appears to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the cause of the damage to the mobile power unit¿s (mpu) patient cable was known, if the cause of the loss of power to the mpu was known, if the mpu has a v-lock connector on the ac power cord, and if any products would be returned to abbott for evaluation. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The mpu was shipped on 27sep2021. Heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 IFU (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench alarm on their mobile power unit (mpu). When hooked up to the wall, the black alternating current (ac) adapter to the mpu worked in a new unit so their mpu was changed out on (B)(6) 2022. The patient had damage on both of their power leads of their system controller. The patient had 4 areas which appeared to show wires but no alarms were active with manipulation. The coating of wires appeared intact. The white lead had 1 area of rescue tape and the black lead had 4 areas. Odd voltages were captured intermittently throughout the log file. The mpu was plugged into a new outlet and a new ac power cable was utilized. The alarm still occurred in the outlet and with the new cable. The system controller was planned to be replaced. The cable of the mpu was identified to have clear "possible animal" damage.